Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged display. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During service the display of channel one was found to be damaged; the cause was undetermined. To correct the condition, the display was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.